Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicates that the allegation against the lead was confirmed based on the helix being deformed. Visual inspection revealed tissue entwined in the helix. Moreover, this lead passed testing for electrical performance.

Event description:
It was reported that this lead was not successfully implanted because the lead screw would not penetrate deeper into the septum. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this lead was not successfully implanted because the lead screw would not penetrate deeper into the septum. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.